Event description:
It was reported that the customer received a button error on the insulin pump after swimming with it on. Her blood glucose was 375 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarms noted and no traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners, a cracked reservoir tube, cracked battery tube threads, and minor scratches on the display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).